Event description:
Customer reported that he was hospitalized for low blood glucose. Customer stated that he gave himself many units of insulin since his meter kept reading high prior to hospitalization. Customer also stated that the product tape was not sticking. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.